Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 1. 556 mg/dl, 180 mg/dl, and 192 mg/dl 2. 120 mg/dl, 333 mg/dl, and 175 mg/dl sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.